Event description:
The device was applied during a diagnostic laparoscopic procedure. The safety shield did not retract when applied. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.